Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) having issues with fiber optic cable in the port during prior use. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11, e3, e1 (initial reporter, event site email). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able confirm the failure. The fault logs pointed to fos continuous bit failure alarms which pointed to the balloon. However no balloon was retained. The unit passed all functional and safety tests as per manufacturers specification.

Event description:
N/a.